Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, while advancing a pod pc into the microcatheter, the physician experienced resistance. Subsequently, the physician kinked the pod pc; therefore, the pod pc was removed. The procedure was completed using new penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.